Event description:
The pt arrived for dialysis,pre treatment, the pt had a 6.4 fluid weight pain. The dialysis treatment was started, and the pt was cannulated x2. The pt had to be re-stuck again into the venous access. Dialysis was initiated and 02 @ 2l was given. Then it was reported the pt accidently caught her access with the remote control cord. This occurred about 1 hr into the tx. A pressure dressing was applied, but the pt was bleeding profusely. The md was present and an order was given to give protamine sulfate. The pt was then given 50 mg. Protamine sulfate ivp,a nd complained of itching and burning after admin. The pt's 02 was increased to 3l. The dialysis treatment was restarted. Once the caregiver was unable to clear the alarms,a nd then the venous line was changed. This resulted in a 125 ml blood loss to the pt. The machine continued to alarm with the staff attempting to find the cause. The venous line had clotted again and it was reported that the pt demanded to be taken off the machine. The pt was discharged to the hosp at the end of the treatment due to the large fluid weight gain and the fluids admin by the staff from this event. The pt was later discharged to home and resumed dialysis at this clinic. There is no sample available.